Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. The event log did not report accuracy failure. During the functional testing the accuracy testing failed. No fault found with the battery regarding the date and time. The root cause of the accuracy was a faulty expulsor assembly, and no fault was found for the date and time. Replaced expulsor assembly (expulsor, valves, foam, optical disk). UDI details was unknown.

Event description:
It was reported that the pump was programmed to infuse 20.8ml/hr epoch treatment for 24 hrs. (500ml vtbi from a 500ml bag). After 24 hrs, there was approx. 150-200ml of epoch solution liquid left in the however, the event log indicated that all 500ml was infused. The date was also found to be incorrect. The date and time was 2 weeks slower than current date. Date was auto-updated upon connection to computer during initial investigation. No patient injury was reported.